Manufacturer narrative:
Lot numbers # 18a003, 18b026, 18d049, 18e038, 18g035, 18h022, 18h025, 18j012, and 18k011. Ten single-use samples were received for evaluation. Visual inspection revealed that the bladders of all ten samples were ruptured. Microscopic inspection was performed to identify any issues that could have caused the ruptures. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Photographs of two samples were provided for evaluation. Visual inspection of the photographs revealed that the bladders were ruptured. The reported condition was verified. The cause of the condition could not be determined through evaluation of the photographs. A batch review was conducted for each reported lot number and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 15 </noe> malfunction events. It was reported that the bladders of fifteen small volume folfusors ruptured. Thirteen of the events occurred prior to patient use, one occurred during an unspecified process step and one event occurred during infusion. Of the fifteen events, fourteen did not involve a patient, and one involved a male patient with no patient consequences. No additional information is available.